Manufacturer narrative:
(B)(4).

Event description:
Customer reported a properly seated lancet was protruding from the end cap of the softclix device. No serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.